Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a home choice (hc) device during drain four of four. The patient was connected at the time of the alarm. During the troubleshooting, it was determined that the patient disconnected incorrectly from the setup during therapy and then reconnected. The technical service representative (tsr) assisted the patient in clearing the alarm and reviewed proper procedures with the patient. The tsr advised the patient to complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting from the setup is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.